Event description:
It was reported that a homechoice (hc) device experienced an unknown failure. The issue occurred during the priming phase of automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned for evaluation. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was originally manufactured in 1998. The homechoice (hc) was evaluated. The event history log review identified a pump error 137 during priming on the day of the event. Furthermore, system errors (se) 1087 and 2270 were found in the alarm log on separate therapy dates. No abnormalities were identified during internal/external inspections. Functional testing on the device was able to duplicate both the se 2270 and se1087 found in the logs. The cables were replaced and connections were reestablished on the digital board to address the system errors. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. The cause of the reported pump error 137 was undetermined. Should additional relevant information become available, a follow-up report will be submitted.